Event description:
A report was received that the patient underwent a pocket revision and the ipg was repositioned. After the revision, the patient was reportedly doing well.

Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Device remains in patient this is a final report.